Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform occlusion and the excessive no delivery test due to constant motor error alarm. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The customer states the motor error alarm has occurred more than once in the last 30 days. The customer was able to perform the displacement test, but not the self-test test. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.